Manufacturer narrative:
The investigation determined that a higher than expected vitros troponin I es (tropi es) result was obtained from a patient sample processed using vitros troponin I es reagent on a vitros 5600 integrated system. The most likely assignable cause is an instrument related issue. Vitros tropi es within-run precision testing results could not be obtained due to multiple system condition codes indicating the well wash module of the vitros 5600 system was not performing as intended. A field engineer removed contamination from the incubator, serviced the final well wash linear actuator, replaced the nozzle and coil tubing, and then performed all microwell incubator adjustments. Acceptable vitros tropi es performance was attained once the service actions were completed. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Based on historical quality control results a vitros tropi es reagent lot 3070 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3070 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out.

Event description:
A customer reported a non-reproducible, higher than expected vitros troponin I es (tropi es) result from a patient sample processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample result of 0.223 ng/ml was vs an expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es patient sample result was reported outside of the laboratory, however, the patient was transferred to an alternate facility where a negative result was attained. No treatment was initiated, altered or withheld based on the initial result. A corrected report was issued after repeat testing and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).